Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a pacemaker follow-up was performed 6 days post implantation implant date (B)(6) 2022, fup date = (B)(6) 2022. In between the implantation date and the follow-up of (B)(6) 2022, the mv sensor was turned off. No inappropriate episodes of noise (/noise oversensing) were identified. On (B)(6) 2022, parameters were changed as follows: ddd (g/mv sensor off) safer-r (g/mv sensor on) -basic rate 80 bpm 50 bpm it was reported the rate had dropped to 40 bpm during the night night of (B)(6) 2022. A pacemaker check was subsequently performed (B)(6) 2022: - diagnostics revealed an 'atrial burst' episode was stored showing noise events at 125 ms - at the time of the follow-up, the presence of noise was confirmed. - the mv sensor was switched off and the noise on the egm disappeared. The decrease in the rate during the night was considered to be due to (1) the safer operation, (2) the noise contamination or (3) the increased atrial threshold (0.75 v to 1.75 v). The atrial pacing amplitude was changed from 2.5v to 4v, and the sensor was reprogrammed to 'g only' (B)(6) 2022. The patient was discharged (B)(6) 2022 and a new follow-up is scheduled over 2 weeks.

Event description:
Reportedly, a pacemaker follow-up was performed 6 days post implantation (implant date: on (B)(6) 2022, fup date: on (B)(6) 2022). In between the implantation date and the follow-up on (B)(6) 2022, the mv sensor was turned off. No inappropriate episodes of noise (noise oversensing) were identified. On (B)(6) 2022, parameters were changed as follows: ddd (g/mv sensor off) > safer-r (g/mv sensor on) basic rate 80 bpm > 50 bpm it was reported the rate had dropped to 40 bpm during the night (night on (B)(6) 2022). A pacemaker check was subsequently performed (on (B)(6) 2022): diagnostics revealed an 'atrial burst' episode was stored showing noise events at 125 ms at the time of the follow-up, the presence of noise was confirmed. The mv sensor was switched off and the noise on the egm disappeared. The decrease in the rate during the night was considered to be due to (1) the safer operation, (2) the noise contamination or (3) the increased atrial threshold (0.75 v to 1.75 v). The atrial pacing amplitude was changed from 2.5v to 4v, and the sensor was reprogrammed to 'g only' (on (B)(6) 2022). The patient was discharged (on (B)(6) 2022) and a new follow-up is scheduled over 2 weeks.

Manufacturer narrative:
No issue is suspected with the pacemaker device itself. Preliminary analysis has shown a high lead polarization (so related to the atrial lead itself).

Event description:
Reportedly, a pacemaker follow-up was performed 6 days post implantation (implant date: on (B)(6) 2022, fup date: on (B)(6) 2022). In between the implantation date and the follow-up on (B)(6) 2022, the mv sensor was turned off. No inappropriate episodes of noise (noise oversensing) were identified. On (B)(6) 2022, parameters were changed as follows: ddd (g/mv sensor off) > safer-r (g/mv sensor on) basic rate 80 bpm > 50 bpm it was reported the rate had dropped to 40 bpm during the night (night on (B)(6) 2022). A pacemaker check was subsequently performed (on (B)(6) 2022): diagnostics revealed an 'atrial burst' episode was stored showing noise events at 125 ms at the time of the follow-up, the presence of noise was confirmed. The mv sensor was switched off and the noise on the egm disappeared. The decrease in the rate during the night was considered to be due to (1) the safer operation, (2) the noise contamination or (3) the increased atrial threshold (0.75 v to 1.75 v). The atrial pacing amplitude was changed from 2.5v to 4v, and the sensor was reprogrammed to 'g only' (on (B)(6) 2022). The patient was discharged (on (B)(6) 2022) and a new follow-up is scheduled over 2 weeks.

Manufacturer narrative:
No issue is suspected with the pacemaker device itself. Preliminary analysis has shown a high lead polarization (so related to the atrial lead itself).